Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: are any samples available for return? Yes. Reported issue: needle, broken off in the insulin pen. Per uc davis a nurse was administering insulin from a novolog pen when it stopped halfway through. When the nurse unscrewed the needle, the safety had engaged, but she noticed part of the needle had broken off inside the pen itself.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: are any samples available for return? Yes reported issue: needle, broken off in the insulin pen. Per uc davis a nurse was administering insulin from a novolog pen when it stopped halfway through. When the nurse unscrewed the needle, the safety had engaged, but she noticed part of the needle had broken off inside the pen itself.